Manufacturer narrative:
Retainer ring = black. Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08750 inches. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. The thus or trace/history and care link software was utilized and successful. Device received with pillowing keypad overlay and cracked select button keypad overlay. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black customer was hospitalized on may 21, 2021, due to hyperglycemia and dka. Pump was returned with alleged cosmetic damage on the retainer and belt clip hinge. Pump passed the functional tests, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08750 inches. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. The thus or trace/history and carelink software was utilized and successful. Pump received without the original belt clip. No damage on the belt clip slot noted. Pump received with pillowing keypad overlay and cracked select button keypad overlay. Unit passed the functional test. Unable to verify customer alleged for high bg and dka. Cosmetic damage at retainer was not confirmed, however, other cosmetic damage was noted. Unable to verify damage belt clip hinge due to pump received without the original belt clip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information related to the summary had ben updated and provided with this report in section b5. Harm codes have been updated and provided with this report in section h6.

Event description:
Information received by medtronic indicated the customer had a hyperglycemic event with a blood glucose value of 1600 mg/dl. The customer required emergency medical services to be dispatched due to high blood glucose and diabetic ketoacidosis and the patient passed out prior to hospitalization. They reported symptoms of confusion, feeling sick, and increased thirst. The customer was hospitalized for seven days. The customer was treated with IV insulin drip. The customer was using insulin pump within 48 hours at the time of event. The customer was not using auto mode feature at the time of event. The insulin pump retainer ring was also missing. No further patient complications were reported. Troubleshooting was performed and the patient discontinued use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were dispatched in emergency medical services due to high blood glucose. Customer blood glucose was 1600 mg/dl. Customer was hospitalized on (B)(6) 2021 for 7 days. Customer was treated with insulin drip for high blood glucose. Customer was reporting symptoms related to high blood glucose that were confusion feeling sick or unwell and increased thirst. Customer was using insulin pump within 48 hours at the time of event. Customer was not using auto mode feature at the time of event. The insulin pump retainer ring was missing. The insulin pump will be returned for the analysis.